Event description:
It was reported that, after multiple positioning attempts, the helix of this right atrial (ra) lead would no longer retract. The physician suspected a conductor fracture. This ra lead was removed and replaced prior to pocket closure. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted deformed outer conductor coils, deformed/cut insulation, and the helix was extended and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that, after multiple positioning attempts, the helix of this right atrial (ra) lead would no longer retract. The physician suspected a conductor fracture. This ra lead was removed and replaced prior to pocket closure. No adverse patient effects were reported.